Event description:
It was reported that "during abdominal surgical procedure pt sustained a 1x4 cm full thickness burn on pt's right posterolateral thigh, the site of the electrosurgical dispersive pad placement. It appears the pad had shifted after placement."